Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant of pacemaker procedure, the physician attempted to retract the guidewire but was unsuccessful. The guidewire got stuck and was forcefully removed. Afterward, the helix could not be extended. Another lead was used. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.